Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l4-l5 using cortical bone trajectory. A post-operative MRI was taken at an unknown date and revealed the left screws perforated the vertebral wall towards the spinal canal. A revision surgery was completed approximately 30 days post op to replace the screws. The revision surgery was completed without any patient complications.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.